Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the refrigerator storage space failed was unable to be recovered and displayed required maintenance. A field service engineer (fse) called the customer and reviewed the helmer reboot sequence. The customer was able to reboot the helmer using the proper sequence and bring the device back online resolving the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the device displayed a message stating that the device was not detected on the bus. The customer restarted the pyxis machine but was still unable to recover the refrigerator. Additionally, the customer reported that the pyxis system subsequently entered disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.